Manufacturer narrative:
As the device has not been explanted and the serial number was not available, no investigation can be performed at this time. The manufacturer is attempting to obtain additional information about this event. Valve not explanted.

Event description:
A perceval was implanted during a re-operation for endocarditis with a mechanical valve. A few weeks post-operatively, paravalvular leak was identified with the perceval valve. It was reported that a tavi may be performed; however, no action was taken at the time that the event was reported to the manufacturer.

Manufacturer narrative:
The valve remains implanted and therefore cannot be investigated. Additionally, the serial number of the valve could not be obtained and it was confirmed that imaging of the valve could not be provided. As such, no investigation can be performed. No suspected root cause of the event could be obtained from the site. As no investigation can be performed, the root cause of this event cannot be determined.

Event description:
A perceval was implanted in august 2018 during a re-operation for endocarditis with a mechanical valve. A few weeks post-operatively, paravalvular leak was identified after the patient presented with pulmonary oedema. It was reported that a tavi may be performed; however, no action was taken at the time that the event was reported to the manufacturer.